Event description:
On (B)(6) 2012, a male pt underwent aaa repair. The proximal neck was slightly reverse tapered. The procedure consisted of placement of a main body, an iliac leg graft in the left and a competitor's device in the right because the right external iliac artery was highly tortuous. After placement of all stent grafts, proximal type I endoleak was confirmed. The physician placed a main body extension for the endoleak but confirmed the main body extension did not deploy properly and it obstructed flow. (18203342012-00254). He then additionally placed another main body extension, and during this placement, a large volume of blood leaked from the captor valve because the valve did not work. (1820334-2012-00255). The proximal type I endoleak was solved by this 2nd main body extension, but the distal side of this main body extension got caught in the proximal side of the other competitor's device, and it resulted in blocking the blood flow in the right side completely as if it was converter placement. (1820334-2012-00256). The blood flow was recovered by the fem-fem bypass. On (B)(6) 2012, the pt's condition after the procedure was fine and he was discharged from the hospital with no problem.

Manufacturer narrative:
(B)(4) - occlusion is listed in the instructions for use. Event is still under investigation.